Event description:
At the end of the dialysis treatment, pt complained of tightness and chest pain, mid-sternum. There was approximately 1.5-2 inches of foam in the venous line heading to pt's permacath. The practitioner was not able to return blood due to other areas of foam noted in line. No "air in blood" alarm sounded from the machine. The blood line was noted to be secured inside the air bubble detector clamp. Oxygen was increased but the pt's o2 sat initially was 91% then dropped to 81%. The pt had been turned immediately on the left side and in trendelenburg position. The pt was transported by ambulance to the local ed. She stabilized and was admitted overnight for observation. The machine tech was notified of event. The line was secured for return as instructed to manufacturer.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.